Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of complex regional pain syndrome type I. It was reported that the patient left the facility and didn't feel stimulation. The manufacturer's representative (rep) was supposed to provide guidance, but they have left the facility. The hcp doesn't know anything about the scs situation and is unsure what the settings are supposed to be. The hcp was sent to national answering service to reach a rep. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.